Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline power fault alarm. Modular cable was exchanged after a chest x-ray reading and the alarm resolved. Log files were submitted for review and confirmed the alarms. The pump was unaffected.

Manufacturer narrative:
Section d9: corrected manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed by review of the submitted log files, and evaluation of the returned modular cable (lot number: 10218500) confirmed damages that would have contributed to the events seen in the log file. The event log file contained approximately 4 days of information (12apr2025 to 15apr2025 per timestamp). At 13:04:42 on 15apr2025, a driveline power fault alarm activated due to an internal fault which indicated that the power a signal had been interrupted. The power a signal returned shortly later at 13:04:49 on (B)(6) 2025; however, the associated driveline power fault alarm latched and stayed active throughout the remainder of the data. The observed alarm did not impact the controller¿s ability to operate the pump. During functional testing of the returned modular cable, a driveline power fault alarm was not able to be reproduced; however, damages consistent with the log file findings were revealed. The modular cable was returned in discolored condition, with no notable breaches to the outer jacket. The modular cable was able to support operation of a mock circulatory loop without issue. However after removing the layers of the modular cable, it was found that there was an area within the cable where the conductors of both the brown (power a) and black (ground a) wires were exposed to one another. With manipulation of the cable, these conductors could have shorted to one another, which would have caused the observed interruption in the power a signal. The observed damage was therefore suspected to be the root cause of the driveline power fault alarm. Provided information indicated that the issue resolved after the exchange of the modular cable. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii instructions for use (section 8 entitled ¿equipment storage and care¿) and the heartmate iii patient handbook (section 6 entitled ¿caring for the equipment¿) address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.